Manufacturer narrative:
(B)(4). The customer reported a failure to alarm within a caregroup. No pt harm was reported. When philips service staff took the user through the normal caregroup bed assignment configuration, the problem was resolved. We will consider this reported problem as due to user misunderstanding. Device labeling (IFU) adequately describes caregroup assignments. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported a failure to alarm within a caregroup. No pt harm was reported.